Manufacturer narrative:
(B)(4). The complainant indicated that the axios stent was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 11, 2022 that an axios stent and delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, there was difficulty visualizing the axios stent under eus due to procedural circumstances. The physician proceeded with the procedure under fluoroscopy; however, the axios device never punctured through the jejunum and the axios stent fully deployed between the stomach and peritoneum. The axios stent was removed using forceps and the puncture site was closed using an ovesco clip. Reportedly, the procedure was not completed and the physician is not planning to re-attempt the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: it was reported that the axios stent was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during an esophagogastroduodenoscopy (egd) procedure. However, per the axios stent and delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum.